Manufacturer narrative:
Correction made to d9: device avail. For eval? No (previously submitted as yes) additional information was added to h6, and h11. H11: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage, and clamp function testing were performed, and no leaks or issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler set had a little crack on the tube which leaked. This was discovered during use of the device for peritoneal dialysis (pd) therapy . The nurse was contacted and advised the patient to try another sample; however, it also had a crack on the tubing. There was no report of patient injury or medical intervention associated with this event, however the patient was given antibiotic for two weeks. No additional information is available.

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.